Event description:
On (B)(6) 2023 06:33:55 *rv lead integrity warning: 2 or more high rate-ns episodes < 220 ms. Sensing integrity counter >= 30 in 3 days. Caller provided patient's device serial number. Caller noted device has been interrogated since and reports true events without oversensing. Patient was in the hospital with covid. Confirmed lia is why patient was hearing tones. Patient details in secure notes. Snow patient search function down at present. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).